Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.

Event description:
The customer reported pressure sensors failed. There was no pt involvement.

Manufacturer narrative:
Further evaluation of this device and review of the device history log determined there were multiple error codes in the device history log suggesting that a spi bus failure occurred.